Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe.in addition, our technician confirmed that the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the root brace rubber (insertion flexible tube) cut, the u/d pulley wire worn out, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).